Event description:
It was reported that the right atrial lead dislodged three times during implant. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.